Manufacturer narrative:
Background information: breezy 600 owner's manual, page 9, section 1 states: "before transferring: 1. Flip-back or remove the armrests. 2. Swing-away, or remove the footrests. 3. Make sure the wheel lock is set." Discussion: in reviewing the complaint, the dealer reports that the end user was allegedly injured while transferring to the wheelchair in the bathroom at home. The daughter of the end user further elaborates that the end user was transferring from the toilet to the wheelchair when he allegedly struck a metal pin sticking out from the chair, causing him to receive a laceration on his left leg from the knee to the ankle that required hospitalization and over 100 stitches. The end user reportedly had to be taken to the hospital again when the laceration split open after the stitches were removed. He currently has home health nurses providing care related to the injury. The daughter stated that the end user experienced skin breakdown during his hospital stay, but our product did not cause or contribute to that event. In a follow-up phone call to the end user for further information on where the metal pin that allegedly caused the laceration is located on the wheelchair, end user stated that the metal pin was "under the cushion." Such a position does not connect to the location of the alleged injury. Follow-up phone calls to the daughter for clarification were not answered. If appropriate transfer protocol is followed, as described in the owner's manual, the end user should not rub against the swing-away footrest and should not come in contact with any area under the cushion or padded seat sling. Accordingly, there is no indication that the wheelchair malfunctioned or that it didn't perform as intended. Conclusion: while there is no indication of a product malfunction (i.e., the device performed as intended), a serious injury occurred, so out of an abundance of caution, an MDR is being filed.

Event description:
Dealer reports that the end user allegedly sustained a laceration on his left leg from below the knee to right above the ankle due to a metal pin sticking out on the wheelchair. The end user's daughter stated that the end user was transferring from the toilet to the wheelchair when this injury occurred. The end user was taken to the hospital where he reportedly received over 100 stitches. End user has been unable to describe where the metal pin that caused the alleged event is on the chair itself. There are plans for the wheelchair to be returned for a quality evaluation.